Event description:
Customer stated that the ambulance was called after receiving a reading of 28mg/dl. When the ambulance arrived, they tested and received a reading of 200mg/dl. The customer was using testing strips that expired in 2002. The customer was asked to return the meter for further eval and a replacement was provided.